Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a coloring/scratch/kink inside a channel and a substance clogging the lines. The issue was noticed prior to an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found labels peeling, scrapes and tears inside the channel, dents on the distal end plastic cover, the light guide lens had a crack, the bending section cover had a crack, and the insulation on the insertion section failed the safety test. There were scratches on the insertion tube, the switch/camera, the control body, the light guide tube, and the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "clogging of channel with foreign material" could not be confirmed. There was no physical damage at the location where the material was alleged. There was no information that he suggested event was due to user¿s misuse, nor of deviation of reprocessing. A further cause of the suggested phenomenon could not be presumed. It is recommended that the user facility review the method of device handling in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.